Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. An internal inspection of the device found no discrepancies. This log entry is likely an indication that the multi-function cable (mfc) gasket is either missing or compromised, or the mfc is functionally intermittent. The mcf cable used at the time of the report were not returned. The defib receptacle was replaced as a precaution, and the device will be tagged with a warning to the user to discard the mfc used in the event to prevent recurrence. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.